Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The device was evaluated by a third party field service engineer and the customer's complaint could not be duplicated. The ventilator's touchscreen was found to operate as designed.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.